Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary vessel. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres, the balloon ruptured due to calcification. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.